Manufacturer narrative:
D4 - primary UDI number: corrected. H6. Evaluation codes: updated. No product was returned for evaluation and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on a review of service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the safety test with high ground resistance. There was no patient involvement and no patient harm.